Manufacturer narrative:
A system service check out of the medrad® avanta fluid management injector system (sn (B)(4)) is scheduled to be performed by (B)(4) service. The disposable products used during the procedure were discarded and the lot numbers have been provided; therefore, testing of retained lot samples will be performed by (B)(4) radiology product analysis. The site was trialing the avanta system during this event and the system is no longer located at this site.

Event description:
The site reported the following: immediately following a percutaneous coronary intervention (pci) of the right coronary artery, an elderly female patient complained of double vision in her left eye. The patient was connected to a medrad® avanta fluid management injector system during the pci. The patient was observed in the cath lab for three hours, and then sent to the continuous care unit to follow. The patient's symptom reportedly resolved spontaneously in 48 hours. The patient was reported to have pre-existing conditions of coronary artery disease and a transient ischemic attack (tia) in 2015. The physician hypothesized that an air embolus caused the event, however, there was no evidence of air visualized on the post-injection images.

Manufacturer narrative:
Bayer service performed a service check on the subject injector and found it to perform to specification. Bayer radiology product analysis performed functional testing on retained samples of the sterile disposable products from the same lot numbers reported to have been used during the subject event. The samples passed all functional tests and were found to perform to specification.